Event description:
On (B)(6) 2013, the patient¿s dad/reporter contacted animas on behalf of the patient to report an unexplained bolus history record of 0.0 basal rate from 11:32 pm to 12:02 am last night. The animas representative reviewed the basal rate setting and did not find 0.00 unit basal rate programmed into the subject pump. The patient awoke this morning with positive ketones and elevated blood glucose reading of 300 mg/dl. The reporter was able to contact his doctor and was instructed to change the patient¿s basal rates. The patient took 5.5 units of insulin via syringe per his doctor¿s instruction. At the time of the call to animas, her blood glucose reading was within range while she tested negative for ketones. The unexplained basal rate issue was not resolved with training. This complaint is being reported because the patient tested positive for ketones after she had an unexplained basal rate of 0.00 the night before.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Additional information was added to note: during troubleshooting the pump, a review of the pump alarm history indicated that the patient received an ¿low cartridge¿ warning at 8pm on (B)(4) 2013. The reporter was unable to verify if the alarm was confirmed. It was also noted that the patient slept through an unconfirmed ¿empty cartridge¿ alarm at 1:50am on (B)(4) 2013. The pump will alarm to alert the user of the issue. The owner¿s booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. The pump emitted appropriate warnings and instructions to the user when the issue occurred.